Event description:
Additional information was received. It was reported that the patient¿s herniorraphy took place a few weeks prior to report. It was noted that it had gone well. The catheter had not been in the surgical site and therefore had not been damaged as a result of the surgery. At the time of report, the patient¿s pain therapy was continuing unchanged.

Event description:
It was reported that the patient was undergoing surgery for a hernia. The reporter wanted the pump to be checked, while the patient was in surgery, to make sure everything was in order. The device was delivering morphine and bupivacaine. Ten days later, it was reported that the patient had a ¿loop of bowel protruding into the pump pocket¿.

Event description:
Additional information was received. It was reported that the hernia was on the right side of the patient¿s abdomen in the pocket of the previous pump. It was stated that the patient¿s pump was previously relocated to the left side. The catheter had not been replaced when the pump was moved, so it was stretching across her abdomen from the original pump site to the new pump site. A manufacturer representative¿s presence was requested for the procedure in case the catheter was inadvertently cut by the surgeon. At the time of report, the surgery was canceled because of a skin infection in the area of the proposed surgery. Four days later, it was reported there was no troubleshooting that could be done by the manufacturer representative as the pump was no longer in the area of the hernia. About two weeks later, it was reported that the surgery had not yet been scheduled.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).